Event description:
It was reported that image visualization problem occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. An opticross hd imaging catheter was used. Durign procedure, lost image occurred. The procedure was completed with another opticross hd. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that image visualization problem occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. An opticross hd imaging catheter was used. During procedure, lost image occurred. The physician decided to cancel/reschedule the procedure. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that image visualization problem occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. An opticross hd imaging catheter was used. Durign procedure, lost image occurred. The procedure was completed with another opticross hd. There were no patient complications reported.